Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported no water flow in the heater cooler. No other details regarding the nature of the event were provided. The user reported, the surgical procedure was completed successfully, and there were no reported adverse consequences to a patient as a result of this event.